Event description:
Tube was inserted inadvertently into pt's right lung resulting in pneumothorax. This was revealed on follow up x-ray one hr later. Ng tube removed. Pt's family refused chest tube placement due to pt's many historical and concurrent medical diagnoses. Pt expired two days after event.